Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported there was an incident of increased intra-peritoneal volume (iipv) on (B)(6) 2017. The patient experienced drain volume that was over 232% of their fill volume. The patient stated they were asymptomatic and did not experience an adverse event. The patient had a last drain volume of 3941ml and their largest fill volume was 1696ml. The reported large drain of 3941ml was 232% over the expected volume which resulted in a reportable device malfunction. Additional information has been solicited but unavailable.

Manufacturer narrative:
Plant investigation: an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. A visual inspection of the returned cycler exterior showed no sign of physical damage. The device was subjected to a simulated treatment test which was completed without any failures or alarms. The system air leak test, valve actuation test, and load cell verification test passed. There were no discrepancies encountered in the internal inspection of the cycler. An investigation of the device manufacturing records was conducted by the manufacturer. There were no issues found during the manufacturing process which could be associated with the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. An evaluation of the returned device could not identify any failures.